Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 1. The baxter technical service representative (tsr) advised the home patient (hp) that air had entered the setup. They had the hp close all the clamps/transfer set. They had the hp recycle power and se 2367 alarmed. They advised the hp if a bag disconnects she is to close the transfer set/clamps disconnect and end therapy and start over with new supplies. They explained you should never reconnect a bag once it becomes disconnected . They also advised the hp if any lines were left on the organizer that were not being used during therapy they should be closed. They had the hp recycle power again to press go to start and they assisted the hp with removing the cassette form the door. They advised the hp would need to start over with new supplies and inform the peritoneal dialysis registered nurse (pdrn) of the se 2240 alarm. The hp would start over with new supplies and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on and she said she did contact her nurse about the alarm. She had already discussed with the tsr the importance about not reusing supplies. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.